Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-01664.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event: the associated MFR report numbers are: 1225714-2013-01664 and 1225714-2013-01665. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt experienced a cardiac event.